Manufacturer narrative:
Block b3: the provided event date, (B)(6) 2023, was chosen as the best estimate based on the description, the device was place nine months ago. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure nine months ago. In late (B)(6), during the patient's vacations in spain, the patient experienced pain and swelling. The problem was treated with two weeks' worth of augmentin, during that time the patient developed an abscess. Magnetic resonance imaging (MRI) showed hydrogel in between the rectum and prostate, the patient had pressure and draining from the perineum. The patient was infected; therefore, he was planned for a culture and sensitivity test. The patient has a sinus tract with granulation tissue in the perineum tracking towards the anus and origination in the area where the hydrogel was place. The sinus tract measures 6cm, elliptical and appears to communicate to the skin. The patient's physician planned to take the patient to the operating room (or) to enlarge the sinus tract and snake a catheter in there and try to drain some material. This procedure was planned to be performed in (B)(6). The patient was reported to be okay, except that he was experiencing rectal urgency at the time of this report. But overall, the patient's pain is not terrible and does not present septic symptoms. No further information has been obtained despite good faith efforts.